Manufacturer narrative:
Insulin pump was received with a missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. The test reservoir does not lock in place and unable to perform the displacement test due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the reservoir lip ring was damaged and crack on the top of her insulin pump. The customer stated that the reservoir did lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.